Manufacturer narrative:
The device was returned and evaluated as part of the asset return process; the error code e216 was evident due to dirt on the electrical contact of the video plug. Due to damage of the charge-coupled device unit, the image disappeared during the angulation in the right/left directions, the adhesive on the bending section cover was chipped, switch button one (1) was dirty, due to wear of the lock engagement lever, the angle knob of the lever at engage exceeded the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The endoeye flex deflectable videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was an e216 scope communication error found and the image disappeared. There was no patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
H4: correction to device manufacturer date. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is probable the imaging issue was caused by a defect of the image sensor unit, failure of internal board of video connector or the system caused the event. However, a specific root cause could not be established at this time. Olympus will continue to monitor field performance for this device.